Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog washkit, it was reported that the bowl was ruptured. Blood leakage was observed through the walls of the bowl. The procedure was an aortic valve replacement surgical procedure. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no damage noted in the instrument or the disposable. At the moment that the bowl began its collection process, it presented a strange noise and stopped abruptly on several occasions, ceasing to work. There was an exit of bloody liquid from the bottom of the cell savior. The saline bags were sufficient. There was no issue with the waste bag. There was never any rescue required. The customer chose to change the bowl as it had a break. An error warning message appeared. It stated that "the campaign was not working". There was approximately 200ml of patient blood loss as a result of this leak. No transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.